Event description:
Five days prior to the index procedure, the pt was admitted to the hosp because cardiac failure had worsened. The physician was waiting for the pt to stabilze, but the procedure ended up as an emergency case. The emergent procedure was due to acute coronary syndrome (acs). Two cypher stents were implanted at the left anterior descending (lad) artery overlapping. The day after the procedure, the pt's ECG was being monitored and changes were observed; therefore, a coronary angiography (cag) was conducted. Thrombus was confirmed in the implanted cypher stents. Therefore, aspiration and balloon angioplasty were conducted. An intra-aortic balloon pump (iabp) was inserted. The pt was reported to be rehabilitating and being treated with medication. Regarding the index procedure, rotablator was conducted at the left anterior descending (lad) artery. The length of the lesion was 45 mm. The target lesion was de novo, eccentric, moderately calcified, tortuous and diffused. The lesion did not have a pre-existing clot. The aha/acc classification of the vessel was type c. The lesion was pre-dilated with a 2.75 mm balloon (length unk) at 26atm for 30 secs. The 1st cypher (2.5/18mm) was implanted at the target lesion at 10atm for 30 secs. A 2nd cypher (3.0/28mm) was implanted proximal and overlapping the 1st cypher at 16atm for 30 secs. Post-dilation was conducted with a balloon (2.5/20mm) at 20atm for 30 secs. Ivus was conducted. Timi flow before and after the procedure was 3. The residual percent of stenosis after the procedure was 0%. Timi flow pre and post-procedure was iii. The vessel sizing was not 1:1. Intra-procedure medications include ticlopidine hydrochloride 200mg/day, heparin 7000u and aspirin 100mg/day. Post-procedure medications include aspirin 100mg/day and ticlopidine hydrochloride 200mg/day.